Event description:
It was reported the patient programmer will not power on. The patient was crying and upset on the phone with patient services because her programmer won't work. She can't control her stimulation and can't turn stimulation off. She was getting really bad feelings through her left part of her body, her toes curl up, there's burning, feels like a knife stabbing the patient all the way on the patient¿s left side of her body. This all started last week and the patient went to the main hospital five days before reported event date and they could see what the device was doing to the patient and they tried to call manufacturer. The patient reported that the they said something needs to be done because it could be doing severe nerve damage. The patient¿s healthcare provider was not available and no other healthcare provider could help the patient. She report that "it's killing her." She has tried replacing patient programmer batteries for new ones and that does not resolve programmer issues. When the patient was at the hospital, they tried putting in new batteries and that did not resolve programmer issue. Programmer has not been dropped or gotten wet. The programmer just beeps but nothing comes on the screen. The programmer has not worked since the patient received in (B)(4) 2014. The healthcare provider would just use his programmer and didn't check patient¿s programmer. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-33, lot # va0gg9l, implanted: (B)(6) 2014, product type lead. (B)(4).